Event description:
Caller reported a malfunction on the pump, which was indicated by a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the process. After resetting, the malfunction code did not recur, and the customer was instructed to continue using the pump and to contact technical support if the issue returned.